Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use and no abnormalities in the appearance of the instruments were noted. The surgical task was performed at the time of the device fragment falling into the patient was dissection. The surgeon believes that the cause of the instrument breakage was related to the instrument itself. It is unknown how long the instrument was in use prior to the issue. The surgeon noticed a partial activity obstruction during the procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragment did not fall instead of the patient during an instrument tip or accessory collision. The instrument was not removed during the surgical procedure, prior to the breakage. Upon final removal of the instrument the wrist of the instrument was not straightened. Resistance was observed during removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred. There were no fragments to be retrieved. It was confirmed by visually inspection through the endoscope. No additional surgical procedure was required to remove the fragments. There were no post operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed robotically with no injury to the patient. It is unknown if the patient returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument is available for return.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic insert was analyzed and found to have teflon pad damage. A piece of the teflon pad is broken at the distal end of the pad. The missing material was not returned with the instrument. The event was caused partially or wholly by the user of the device including sample handling.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a harmonic ace instrument broke and a fragment fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically using a backup harmonic ace instrument.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. A review of images provided by the customer was performed. No obvious blade or teflon pad damage from these images can be seen.